Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a jetstream xc-2.4 atherectomy catheter in one piece. Visual inspection of the device revealed no damage or irregularities. Functional testing was done and the device performed as designed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported tissue damage occurred. During an atherectomy procedure the physician was using an antegrade approach to reach the distal superficial femoral artery (sfa). The physician selected a jetstream xc atherectomy catheter to use with a non bsc filterwire. Ablation was started, but it was noted that "the device essentially created an endarterectomy (the removal of tissue), it grabbed on the tissue and took tissue out of the body." The physician was able to get a good result, and implanted a non bsc covered stent to cover the extravagation. No patient complications were reported and the patient status was fine.

Manufacturer narrative:
Patient age at time of event: early 60s. (B)(4)

Event description:
It was reported tissue damage occurred. During an atherectomy procedure the physician was using an antegrade approach to reach the distal superficial femoral artery (sfa). The physician selected a jetstream xc atherectomy catheter to use with a non bsc filterwire. Ablation was started, but it was noted that "the device essentially created an endarterectomy (the removal of tissue), it grabbed on the tissue and took tissue out of the body." The physician was able to get a good result, and implanted a non bsc covered stent to cover the extravagation. No patient complications were reported and the patient status was fine.